Event description:
It was reported that the infusion line leaked. The target lesion was located in the superficial femoral artery (sfa). A 2.1mm jetstream xc catheter was selected use in an atherectomy procedure. At the end of the procedure, the infusion line at the middle of the catheter shaft began to leak. The procedure was completed so a new device was not necessary. The patient status was great post-procedure and no patient complications were reported.